Manufacturer narrative:
A united states customer contacted the siemens regional support center to report non-numeric, flagged, patient results measured with the dade thrombin reagent on a sysmex cs-2500 instrument. The results were flagged with errors and per the cs-2500 instructions for use, instructed the customer to reanalyze the sample. Siemens is investigating.

Event description:
The customer reported the observation of non-numeric, flagged, patient results measured with the dade thrombin reagent on a sysmex cs-2500 instrument. The customer used the calibration curve to estimate a result of 2.14 g/l and this was reported to, and not questioned by, the physician(s).

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2024-000469610806-2024-00046 on 23-oct-2024. Additional information 04-nov-2024: siemens evaluated this issue and provided the following conclusion: based on a review of the information provided, this issue was caused by a user handling error. The device properly displayed flag '0008.0032.0000 coagulation curve error: fbg curve error' yet the user disregarded the error and manually calculated an estimated fbg result. Cs-2500 dade thrombin reagent lot 567430a is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.